Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-35 alarm (front panel key was pressed for more than 40 seconds). This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The f-35 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be defective main keypad. To correct the condition, the main keypad was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.